Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) was giving off a burning smell and the buttons on the front were getting hot. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During evaluation, the device passed the return instrument test/evaluation (rite) functional test and rite electrical test. The power was cycled several times and internal inspection was performed with no issues noted. Short simulated therapy was completed successfully. It was determined that the reported issue was neither confirmed nor duplicated during the initial evaluation. A service history review was performed and found no issues that could have caused or contributed to the reported condition. A device history review will be performed and if additional relevant information from the review becomes available, a follow up report will be submitted.